Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. Reportedly, the customer experienced an elevated blood glucose (bg) level of 543 mg/dl and moderate levels of ketones. A manual injection was administered to address bg. Customer primed the tubing to address the issue.